Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook was analyzed and found the primary finding of instrument grip pin dislodged to be related to the customer reported complaint. The instrument was found to have the grip pin dislodged at the distal end. Common causes of the failure mode dislodged instrument grips pin are attributed to manufacturing. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to manufacturing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon noticed that he could not perform some movements with the instrument. The first assistant uninstalled the instrument of the arm and there was not visible damage in the instrument. The instrument was taken out and the surgeon continued with another instrument of the same kind. There was not injury on the patient reported. Nothing fell into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanant cautery hook was analyzed and found that failure analysis investigations replicated/confirmed the customer reported complaint "limited/imprecise motion failure analysis found the primary finding of instrument cable crimp ¿ dislodged to be related to the customer reported complaint. The instrument was found to have the grip axis pin dislodged from the grips. The pin was returned with the instrument. The pin outer diameter measures approximately 0.93" at the swaged end compared to the nominal pin diameter of 0.93". Measurement results suggest the pin is not swag at all. Grips and other components adjacent to the dislodged pin do no show damage. Common causes of the failure mode dislodged instrument grips pin are attributed to supplier manufacturing, such as insufficient swaging by the supplier of the grip assembly.

Event description:
Refer to h11 for follow-up information.